Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the stapler was not able to fire. Once closed and the green button activated to lock on the tissue, the reload released wide open. The correct process was tried several times to see if the product would correct itself. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the stapler was not able to fire. Once closed and the green button activated to lock on the tissue, the reload released wide open. The correct process was tried several times to see if product would correct itself. Another reload was used to complete the case. There was no patient injury.